Event description:
During a laparoscopic appendectomy, it was reported the stapler cartridge from ez35b cracked in half after firing. Stapler fired properly, but when it was removed the cartridge broke in half and fell into the abdominal cavity. It took 45 mins to retrieve. This occurred on the first firing. Opened new instrument to complete case.